Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. In addition we are unable to confirm the bent cannula and the reported the cannula was possibly not inserted correctly into the infusion site. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was wearing a pod between 1 and 4 hours their blood glucose level had rose to 420 mg/dl. The patient discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. In addition the patient reports being unsure if the cannula was properly seated in the infusion site (abdomen) and once the pod was removed from the infusion site the cannula was bent. As treatment, the patient applied a new pod and delivered a bolus.

Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula deployed and needle retracted. The device ran for 458 pulses. After investigation of the needle mechanism, no issues were found that would result in the needle failing to deploy. No issues were found in the needle mechanism that would result in a failure for the cannula to insert into the pod infusion site. Although no issues were found in the needle mechanism, the actual cause of the reported event of cannula unsure properly inserted could not be determined. The exposed soft cannula for the received pod was found to be kinked (stretched out and flattened).during leak test, fluid was found leaking through a tear on the exposed soft cannula where the tip of the formed needle rested. It could not be conclusively determined when this damage to soft cannula occurred.